Event description:
A ventilator was returned to the manufacturer evaluation. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the unit failed system setup test for active exhalation control module. The technician recommends replacing the 3 way solenoid valve and proportional valve to address the issue. The repairs are pending the customers approval. If additional information becomes available, the manufacturer will submit a supplemental report.